Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. During the implant, the right ventricular (rv) and right atrial (ra) leads were connected to the device in the incorrect ports. When the ra lead was unscrewed to get the leads into the proper ports, the tip of the screwdriver broke off into the setscrew under the silicone. The physician removed the silicone from the device to access the setscrew and removed the broken tip of the screwdriver. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.